Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) year old female patient of unspecified origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), from cartridge via humapen, luxura, unknown pen body type, of unknown dose and frequency, via unknown route, for unknown indication, beginning on an unknown date. On an unknown date there was a problem with cartridges there was something wrong with the humapen, luxura, unknown pen body type, (pc no (B)(4)/lot no unknown). It was broken up inside, it would not allow her to use the insulin. What broken was the humapen where the cartridge go but she could not use the insulin because the humapen itself was broken. She did not have a way to administer the insulin and since (B)(6) 2020, it was noticed that her blood sugar has been a little high in the 600s (units and reference ranges were not provided). The outcome of event was not resolved. Corrective treatment was not provided. Status of insulin lispro therapy was unknown. The patient was the operator of the humapen, luxura, unknown pen body type and her training status was not provided. The general and suspect humapen, luxura, unknown pen body type duration of use was unknown. The action taken with the humapen, luxura, unknown pen body type and its return status was unknown. The initial reporting consumer related the event with insulin lipro therpy while did not report the relatedness of event with humapen, luxura, unknown pen body type. Edit 24-dec-2020: upon review of information received on 16-dec-2020, updated the device from humapen luxura champagne to humapen, unknown device. No other changes were made in the case and narrative was updated accordingly. Edit 25-dec-2020: upon review of information received on 16-dec-2020, updated the device from humapen, unknown device to humapen, luxura, unknown pen body type. No other changes were made in the case and narrative was updated accordingly. Edit 06jan2021: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary : a female patient reported that the cartridge holder of her humapen luxura device was broken. She reported dropping the pen on the floor, and "it was broken up inside" and would not allow her to use the insulin. She did not have an alternate means of administering insulin and experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use also states if any of the parts of your humapen luxura appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 49-year old female patient of unspecified origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), from cartridge via humapen, luxura, unknown pen body type, of unknown dose and frequency, via unknown route, for unknown indication, beginning on an unknown date. On an unknown date there was a problem with cartridges there was something wrong with the humapen, luxura, unknown pen body type, (pc no (B)(4)/lot no unknown). It was broken up inside, it would not allow her to use the insulin. What broken was the humapen where the cartridge go but she could not use the insulin because the humapen itself was broken. She did not have a way to administer the insulin and since 13-dec-2020, it was noticed that her blood sugar has been a little high in the 600s (units and reference ranges were not provided). The outcome of event was not resolved. Corrective treatment was not provided. Status of insulin lispro therapy was unknown. The patient was the operator of the humapen, luxura, unknown pen body type and her training status was not provided. The general and suspect humapen, luxura, unknown pen body type duration of use was unknown. The action taken with the humapen, luxura, unknown pen body type and was not returned to the manufacturer. The initial reporting consumer related the event with insulin lispro therapy while did not report the relatedness of event with humapen, luxura, unknown pen body type. Edit 24-dec-2020: upon review of information received on 16-dec-2020, updated the device from humapen luxura champagne to humapen, unknown device. No other changes were made in the case and narrative was updated accordingly. Edit 25-dec-2020: upon review of information received on 16-dec-2020, updated the device from humapen, unknown device to humapen, luxura, unknown pen body type. No other changes were made in the case and narrative was updated accordingly. Edit 06jan2021: updated medwatch fields for expedited device reporting. No new information added. Update 20jan2021: additional information received on 19jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen luxura (unknown body type) device . Corresponding fields and narrative updated accordingly.